Event description:
A talent stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Six heli-fx endoanchors in conjunction with another manufacturer¿s stents were implanted and a chimney in the right and left renal arteries was performed. The patient expired and the official cause of death was unknown. The investigator assessed that the relationship to the device and procedure was unknown. No additional sequelae were reported.